Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port device implant, the port device was allegedly removed due to the patient developing an infection. The patient was reported as stable post port removal.

Event description:
It was reported that some time post port device implant, the port device was allegedly removed due to the patient developing an infection. The patient was reported as stable post port removal.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one x-port isp with attached groshong catheter was returned for evaluation. The catheter was not completely inserted through the cath-lock. Necking was noted approximately 5.9cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 17.9cm from the distal end of the cath-lock. The distal end of the catheter appeared to be cut. Functional evaluations were performed. The port body and attached catheter were patent to infusion and aspiration with no leaks noted. The device was tested again under hydrostatic pressure and no leaks were noted. The investigation is inconclusive for infection as a crack is observable but the crack does not cause any leakage; in addition the distal part of the catheter is not returned. The port septum crack is documented in another complaint record. Additionally 4 electronic photos were received. The photos, presumably, show an x-port with an attached groshong catheter, with its distal end being cut, and an attached cathlock from top and bottom view, with the return packaging above the device. The port septum shows signs of needle penetration, with one bigger diagonal penetration sign, seeming to be a crack. Although a definitive root cause could not be determined, inadequate sterilization, contamination during implantation, or improper flushing could have potentially caused or contributed to the reported event. Although a definitive root cause could not be determined, inadequate sterilization, contamination during implantation, or improper flushing could have potentially caused or contributed to the reported event.